Event description:
Incident as reported by arjo sales exec. The round ball of the brake is causing bruising/tenderness on the palm of the hand and the winding mechanism is causing shoulder strain. One person involved.